Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been inspected. During the inspection the battery status eri could be confirmed. The battery voltage was documented to be 2.79 v, indicating a depleted battery that corresponds with the eri status. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the battery status eri due to a depleted battery. However, based on the data available for analysis the root cause for the clinical observation was not determinable. Should additional relevant information become available, this investigation will be updated.

Event description:
Ous MDR - this ICD was was explanted and replaced due to eri.